Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 138 mg/dl the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. The insulin pump showed a pump error alarm after restart and went to blank display again. Customer stated that the insulin pump had stuck button error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Blank display and unresponsive keypad/button error alarm not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.